Event description:
The following has been reported: "the pump returned without any notes. After checked figure out that the equipment was auto turn on. Replaced the upper kit. Pm passed (B)(6) 2023 software updated to 2.2" issue is a defective keypad. Reporting due to the referenced issue as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.